Event description:
Scd and ted hose applied at 2400 prior to sleep. At 0755 patient complaining of pain on shin. Two swollen areas noted on shin. M.r.I. And doppler studies revealed hematomas. Moist heat applied, on two hours, off two hours. Hematomas resolved after two days of moist heat therapy. No problems were sited with the equipment on electrical inspection by the hospital bio-medical department. The physician and physical therpist theory is that the scd machine failed to cycle and maintained a constant compressiondevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-92. Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.